Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Distributor assisted the customer with resetting the pump to resolve the issue. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.